Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that an effusion was present pre-procedure. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) was selected for use. The wds was advanced and the 31mm closure device was deployed. After release of closure device, a post procedure sweep with transesophageal echocardiography (tee) imaging noted that the existing effusion was getting bigger. The physician monitored the effusion; however it kept increasing in size. A pericardial tap was done and 600cc of blood was removed to treat the effusion. The patient remained stable and was transported to the intensive care unit (ICU) for recovery.